Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago from the date the manufacturer was made aware. D6b: explant date: three weeks ago from the aware date.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.